Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v300097, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient right hand began to tremor on the night prior to report. It was noted that they were concerned because of that patient ¿tremoring¿ on the morning of report. The reporter was contemplating that the implantable neurostimulator (ins) had stopped/needed to be replaced. Additional information received reported that her husband¿s right hand had started shaking pretty bad on the night prior to report and it had not been shaking for about 3 years since implant. It was noted that they could only get a green light next to the 9 volt battery picture and no other lights were lit. It was noted that the reporter held the programmer next to the patient¿s skin and still got result of just the 9 volt battery light. Additional information received reported that the patient was still having concerns regarding their device or therapy, but that they were working with their doctor or manufacturing representative. It was noted that the patient had appointments on (B)(6) 2013 and (B)(6) 2013. Additional information was requested but was not available as of the date of this report.